Event description:
It was reported to resmed (B)(4) that the ventilation hose disconnected from the stellar 100 unit and when reconnected, it delivered a high pressure to the pt's tracheostomy causing trauma. Per reporter, when the mom of a 24/7 ventilation dependent child was moving him form the lounge to his bedroom, the ventilation circuit became disconnected at the ventilator end. The mom immediately reconnected the hose back on the device and a high pressure breath was delivered. Since the pt has an inflated cuff around his tracheostomy, there was no escape for the pressure and the pt sustained some trauma shown by blood stained secretions throughout the night. At this time, there appeared to be no other clinical change. Reference MFR # 3004604967-2014-00012.